Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-60 lead x 2, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had a sudden onset of tachycardia into the ventricular fibrillation (vf) zone. The discriminator failed to withhold therapy and the patient received an inappropriate shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.